Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 3176662.

Event description:
It was reported that high impedances were noted on all the contacts of the leads, causing a loss of stimulation and the return of the pre-existing pain. The patient underwent a lead replacement procedure in which the two leads were replaced. During the procedure the physician noted fractures on the leads. The devices will not be returned for analysis as they were discarded by the facility due to protocol due to covid.